Event description:
A brand new 20mm atlas gold balloon inflated within normal pressure parameters. After the dilation, the balloon would not deflate as it is supposed to, but instead we aspirated blood out of the balloon which indicated the product broke somewhere. With removal of the balloon, the catheter was removed easily but the balloon part of the product remained detached in the patient. It took over 2 hours to retrieve this from the body, extending the length of the procedure, but ultimately, we were able to remove the broken balloon in its entirety, and the patient had a desirable result from that balloon dilation, not requiring additional procedures.